Manufacturer narrative:
Philips did not evaluate the device, but relied on the hosp's staff evaluation. There is no evidence of device malfunction or labeling malfunction, and the device remains in use at the customer site. The customer acknowledged the leads-off alarms were not immediately responded to which contributed to a delay in treatment of the pt. Also, unrelated to pt incident was that the pace pulse detection was not enabled when admitting this pt with a pacemaker to the intellivue info ctr. Philips has communicated with this customer about these human use issues.